Event description:
The reporter stated that he had done two sets of back to back blood glucose tests, with each set of tests just minutes apart. The first test rsults were 121 and 76mg/dl and the next day's set 47 and 126mg/dl. The reporter stated that he was unsure if he had inserted the strips firmly and all the way when he tested. The lifescan rep reviewed strip insertion and testing techniques with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8